Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in a common femoral vein was achieved with two proglide devices using the pre-close technique prior to a large-hole interventional procedure. Reportedly, for one of the proglide devices, the suture pulled out of the vein during tightening. The interventional procedure was completed and hemostasis was achieved with manual venous compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.